Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was difficult to advance forward due to a tight entry point. When the lead was removed for repositioning, it was noticed that the helix was extended, but the helix had not been prior to insertion. The rv lead was not implanted and was replaced with a new lead. It was also reported that during implant, the right atrial (ra) lead was difficult to advance forward due to a tight entry point. When the lead was removed to gain a new access point, there appeared to be blood inside the insulation. The ra lead was not implant. The physician requested a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and there was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. The lead was returned with an outer insulation extrinsic breach/cut and blood on the proximal conductor.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.